Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced an infection at the xiphoid incision site. Intravenous antibiotics were administered to the patient; however, the infection persisted. As a result, the s-ICD system was explanted. No additional adverse patient effects were reported. A new system will be implanted once the patient's infection is resolved.